Event description:
Tech said the left ucm board had sticking buttons.

Manufacturer narrative:
Tech found fluid had ingressed into the switches to cause them to stick. Tech replaced the left ucm board to repair this bed. He said nobody was hurt. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.